Event description:
A couple of drops was noted on patients shirt and lumber drain screen. A serosanguineous secretion drop was noted on the distal portion part of lumber drain catheter. Noted there was a tear at the white part, before the spot where lumbar puncture drain connects to drainage system.